Event description:
The graft was unsheathed after cannulation of the needed vessels and the first trigger (gold) was about to be removed to deploy distal constraining ties. Upon complete removal of the white knob, the physician attempted to pull the wire with the gold trigger release mechanism. Only half of the gold mechanism came off with no wire attached. The physician was instructed by the district manager to pause and look for the wire in the remaining mechanism. The wire was visible and the physician found a surgical clamp to hold the wire while a heavy-duty needle driver to grasp the wire was located. The other half of the gold mechanism was removed. The wire was removed under fluoroscopic guidance while observing full opening of the graft. There were no other issues with the removal of the remaining two release mechanisms. Surgery was completed with not additional actions needed. There does not seem to be any screws in the gold release mechanism that would hold the two parts together with the wire. The district manager has informed that the instructions for use (IFU) was followed. There were no deviation or divergence off the IFU that caused the reported event. This occurred at the distal end of the device and early in the deployment. The patient anatomy was not a factor. Renal fenestrations were added to the graft. The graft was un-sheated and re-sheathed.

Manufacturer narrative:
The device remains implanted, but the delivery system, sheath, trigger wire and gold release mechanism were returned for evaluation. The visual inspection showed that the device was contaminated with biological matter. The inner cannula was severely bent. This was most likely due to the way the device had been packaged when it was returned for evaluation. The visual inspection confirmed that there were no screws in the gold release mechanism. A review of the device history record found that the work order for lot number ac1129431 appears complete and correct and the quality control inspection was verified to ensure the device passed inspection. The specifications were reviewed, and they contain instructions to place screws in the release mechanism. The definitive root cause was related to manufacturing. There was an operator error and the socket head cap screws were missing. An internal action was taken to address the issue. Retraining of all manufacturing staff involved in the steps relevant to the release mechanism was completed.

Event description:
The graft was unsheathed after cannulation of the needed vessels and the first trigger (gold) was about to be removed to deploy distal constraining ties. Upon complete removal of the white knob, the physician attempted to pull the wire with the gold trigger release mechanism. Only half of the gold mechanism came off with no wire attached. The physician was instructed by the district manager to pause and look for the wire in the remaining mechanism. The wire was visible and the physician found a surgical clamp to hold the wire while a heavy-duty needle driver to grasp the wire was located. The other half of the gold mechanism was removed. The wire was removed under fluoroscopic guidance while observing full opening of the graft. There were no other issues with the removal of the remaining two release mechanisms. Surgery was completed with not additional actions needed. There does not seem to be any screws in the gold release mechanism that would hold the two parts together with the wire. The district manager has informed that the instructions for use (IFU) was followed. There were no deviation or divergence off the IFU that caused the reported event. This occurred at the distal end of the device and early in the deployment. The patient anatomy was not a factor. Renal fenestrations were added to the graft. The graft was un-sheated and re-sheathed.